Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports were printing with incorrect or outdated inventory counts. A technical support specialist dialed into the server and opened sql server management studio (ssms) to access the extract transform load (etl) when reviewing the view history, an error occurred, identified the related knowledge article (ka) - medes - etl arithmetic overflow error converting identity to data type int, proceeded to stop and disable the extract transform load (etl) for the dispensing system server reports database and then ran the command, restarted and enabled the extract transform load (etl), and monitored it for several minutes to confirm that it was running on its normal five minute cycle. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server generated reports with incorrect or outdated inventory counts. This issue resulted in delays in patient care, as nurses had to call to inform that the pyxis units were not filled correctly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.